Event description:
(B)(6). According to the information received, a catheter was inserted without problems into a neonate, the balloon was inflated, and urine drained. 10-15 minutes later, it was noted that the catheter appeared to have been withdrawn for the urethra. The catheter was examined and it was noted that the distal tip of the catheter beyond the balloon appeared to be missing. At the time of the event the patient was too sick for imaging or retrieval of the catheter tip. Additional information was provided at a later date by a nurse. The patient was still in the condition such that it was not possible to retrieve the piece of catheter. The additional information did state that the presence of the catheter tip was confirmed via ultrasound.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.